Event description:
Per complaint (B)(4), a dental implant thread stripped during initial placement. The implant could not seat properly in the implant site. The implant was removed with a trephine bur, which resulted in partial bone removal. The site was grafted for further implant placement, and the procedure was not completed within the same visit.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device catalog and UDI number, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.